Event description:
It was reported that the healthcare provider (hcp) was suspicious that there was an infection around the implantable neurostimulator (ins) or tissue damage. A transcutaneous electrical nerve stimulation (tens) unit was put over the implantable neurostimulator (ins). The patient had bruising and blistering around the ins and it was unknown when that started. It was noted that aspercream was used over the ins and the hcp though it might have been a reaction to the aspercream. Therefore, there was a possible interaction with either the aspercream of the tens unit. It was later noted that the root cause of the rash or blisters over the ins was never figured out, shingles was also considered. No infection was confirmed and the manufacturer representative was unaware whether the patient was prescribed antibiotics or not. The symptoms had later improved and the patient was discharged.

Manufacturer narrative:
Concomitant products: product ID 37092, lot # 298910002, implanted: (B)(6) 2011, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).